Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: inner head with teeth broke apart. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag.

Event description:
It was reported that the device broke during surgery. All pieces were removed and the procedure was completed successfully.